Event description:
The caller reported the patient's tube had a blown cuff. The caller did not know the model and size of the tube. A non-routine replacement of the tube was required. The tube was discarded.